Event description:
It was reported that prior to implant attempt, it was noted that the helix was extended when the lead came out of the package. During implant attempt, the helix would not stay retracted while attempting to place the lead in the right ventricle. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).